Manufacturer narrative:
(B)(4) correction numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported he was unable to establish communication with the ipg using the charging system. The patient had last charged the ipg approximately 3-4 months ago. A replacement charging system did not resolve the issue. The patient stated needing an MRI for unrelated health issues and requested a system explant. Surgical intervention may take place as the next course of action.